Manufacturer narrative:
Ge healthcare gehc) investigation concluded that there was no malfunction of the system. The root cause for the gantry tipping incident was specific to use error by the sub-contractor due to: 1) insufficiently wide placement of the pallet jack legs per specification; 2) insufficiently long pallet jack legs per specification; and 3) insufficiently trained spotter behavior by approaching a tipping load. Gehc will continue to trend similar events.

Manufacturer narrative:
UDI : (B)(6). Legal manufacturer: (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that a contract installer sustained a leg fracture from impact with a crated tipping gantry that was being moved from a truck bed. There is no indication of device malfunction.